Manufacturer narrative:
A1 to a5. There was no patient involvement. D4: unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the 3t heater/cooler. The incident occurred in us. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a board of the 3t heater/cooler has blown up. The event occurred during priming. There was no patient involvement.